Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery was noted to be depleting quickly. Subsequently, the pump shut off. The customer's blood glucose level was over 400 mg/dl with large ketones. Multiple attempts have been made by tandem technical support to troubleshoot with the customer, however no response was received.